Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging she was unable to remove the test strip, from the test port, on her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2010 at 11am; however, it is not specified if the patient was using the correct test strip at the time of the alleged issue. According to the csr's documentation, the patient manages her diabetes with 30 units of nph and novolog (it is not known how often the patient administers her insulin). It is not known if the patient obtained an actionable result with the subject meter prior to the alleged issue; however, in response to the reported issue, the patient claimed she did not administer her 6 units of novolog at 12:30pm. Two hours after the alleged meter issue began, the patient reportedly developed symptoms of shaking and weakness; however, it is not known if the patient associated her reported symptoms with high or low blood glucose and it is not known how long the patient's symptoms continued for, since the patient denied receiving any medical intervention. It is also not known if the patient tested her blood glucose with another device. At the time of troubleshooting, the csr noted that there was no misuse of the lfs product and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. Although it is not known if the patient was using the correct test strip at the time of the alleged issue, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.